Event description:
An occlusion alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual dose injection. Reportedly, the customer was not using humalog or novolog brand insulins, tandem technical support educated the customer this is off label insulin use.